Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30604878l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).

Event description:
It was reported that a male patient (B)(6) underwent an atrial flutter right (r-afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered heart block requiring a temporary pacemaker. The patient was in a typical flutter and when burring the cti, the flutter terminated and the patient had no underlying heart rhythm and it was confirmed by EKG. They supported the patient by pacing and completed the case with no further complications. The patient was left with a temporary pacemaker. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event was the patient¿s condition. The patient was supported by coronary sinus (cs) pacing through the remainder of the case and received a temporary pacemaker at the end of the case. The temporary pacemaker was removed on (B)(6) 2021 as patient¿s underlying rhythm had returned. Patient outcome of the adverse event was fully recovered (no residual effects). The patient was kept overnight but likely would have been hospitalized for 1 night due to the nature of the procedure anyway. Patient history of bradycardia. Patient was paced through the cs catheter direct connected into the patient interface unit (piu) ref/deca port. Paced while ablating. The brand of pacing stimulator used during the procedure was the bloom (brand), model unknown. Emergency pacing was planned during the case but was initiated earlier than intended. No unwanted pacing was being delivered.